Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.1mm vicmo 12.1, -04.50 diopter, implantable collamer lens from the patient's left eye (os) on (B)(6) 2022 due to low vault. A longer length lens was implanted on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.